Event description:
The rep reported the device was used during a diagnostic laparoscopy. It was reported the 350s distal tip broke off and became lodged between the peritoneum and posterior fascia upon insertion. In order to retrieve the tip, the surgeon had to extend the suprapubic port site for 5mm to 4cm. The pt's same day status was changed to an overnight observation status. The broken tip measured approx 5mm in length.